Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod received was having evidence of blood on the adhesive pad, notable near the bottom housing window. During investigation, no damages or defects were found on the fluid path components that would cause bleeding at the infusion site. The actual cause of the reported bleeding could not be determined. A small plastic material was found protruding out from one of the holes on the bottom housing, where the needle cap sub assembly was heat staked.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached high, over 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found slightly bent. As treatment for hyperglycemia, the pod was removed and they planned out using insulin to lower the bg levels.